Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced fever and chills and had a vre (vancomycin-resistant enterococcus) infection at the time of the device implant. The pt had pain at the site of the catheter incision in her lumbar area as well as on the posterior side of the pump that "shoots to her back." The pt had swelling around the pump that started on (B)(6) 2011 to the size of a cantaloupe that worsened over time. The pt was being monitored by physicians who did perform imaging studies. Some of the medications were helpful to the pt, but she continued to experience pain at the catheter site. The pt was being treated with chemotherapy for ovarian cancer and had numerous other medical issues. The medications being delivered via the device system were bupivacaine, clonidine, and hydromorphone. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.